Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to stress urinary incontinence and menorrhagia. The patient underwent mesh implantation with concurrent dilation and curettage. The patient also underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2006.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to erosion, pain, infections and discharge the patient had mesh removed in 2008. (B)(4).